Event description:
It was reported that the user experienced frequent blood glucose fluctuations with recurrent daytime hypoglycemia, including a low of 39 mg/dl, while using the ilet system; lows were noted to follow postprandial highs, the user had been advised not to announce meals due to large announcements, and recent routine changes included morning and evening exercise and a bedtime snack. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event without hospitalization. Investigation included review of available usage and trend information and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and suggested possible therapy-behavior interaction, including exercise-related glycemic variability and meal handling without announcements, which could contribute to postprandial highs followed by automated insulin delivery leading to lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.